Event description:
Pt reported experiencing high blood glucose (in the 500s [mg/dl]), and when they changed their infusion set they noticed that the connector needle was bent. Pt self-treated high blood glucose by bolusing 3.5 u of insulin.